Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1 - customer (person): street: no. (B)(6). G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the suture string of an ultrathane mac-loc locking loop multipurpose drainage catheter broke. After the catheter was place during percutaneous transhepatic gallbladder drainage procedure, it was found that the supplied catheter securement device would not fasten. An alternative fixation method was used to secure the catheter to the patient. Several days after placement, it was discovered that the catheter's suture broke. The catheter did not require replacement due to the break. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that the suture string of an ultrathane mac-loc locking loop multipurpose drainage catheter broke. Several days after placement during a percutaneous transhepatic gallbladder drainage procedure, it was discovered that the catheter's suture broke. The catheter did not require replacement due to the break. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in a used and damaged condition. The investigation confirmed suture breakage, resulting in the suture string becoming unstrung from the mac-loc adaptor. Additionally, the suture string was confirmed to have been properly anchored between the cap and mac-loc adaptor. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported lot discovered recorded nonconformance's. Based on a review of the nonconforming criteria, "suture routing incorrect" was determined to be relevant to the reported difficulty. Two devices were scrapped prior to further processing. The black suture lot is a supplied product. There were no abnormalities recorded during the incoming inspection process. In addition, the supplier provided a certificate of compliance, indicating the suture string met the required tensile strength requirement. To date, a further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. Since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints that have been received from the field, cook medical inc. Has concluded that there is no evidence that non-conforming product exists in house or in the field and that device was manufactured to current specification. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has determined the cause is traced to component failure, without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.